Event description:
I have been a c-pap user for over 10 years. I have two machines, one is used for traveling. This past summer I started to wake up with a headache most mornings. This has continued off and on and with different intensities. In (B)(6) I moved from (B)(6) where I felt it was the dryer climate that was adding to the frequency. In (B)(6) I learned of a recall which effected both of my philips machines. I was advised in the notification to discontinue using the machine. As I have grown very dependent on the machine to sleep. And not using the machine makes for a very difficult night of brief naps before waking again. I just relocated so I am unable to visit with my former dr in (B)(6), as advised my the notice. I have been trying to contact him for direction through his nurse. Because I am new to (B)(6), I am establishing a medical network but nothing is quick or easy. I met with a np mid (B)(6) and have a scheduled appointment with a sleep dr (B)(6). I am not sure which is more detrimental to me, the sleep depravity or using the c-pap. I am trying to limit using the machine to a few nights a week. FDA safety report ID# (B)(4).